Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during dwell four of four. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the caregiver in clearing the alarm. During the troubleshooting, it was determined that a clamp was left open on an unused supply line. The patient was to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on an unused line is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.